Event description:
It was reported by the sales rep that when the doctor went to remove the catheter, it uncoiled. This doctor keeps the catheter in place for post-operative therapy reasons for approximately two weeks following the procedure. Each day for therapy and prior to starting the therapy, the doctor injects 5 ccs of marcaine and lidocaine. The catheter was not sutured in place and no x-rays were taken post-operatively. The surgeon reported that there is no future indication of problems with the patient. The doctor reported that when the catheter was removed, the wire coil had separated from the tubing and uncoiled but the tip of the catheter remained intact after removal.

Manufacturer narrative:
As of 08/21/2009, the catheter has not been returned for evaluation. No conclusions can be drawn.